Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the right distal superficial femoral artery (sfa) and proximal popliteal artery. Approximately 18 months after the index procedure, the patient's right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers are 3006513822-2016-00115.